Event description:
The customer reported being hospitalized due to low blood glucose of 29mg/dl by the time the paramedics arrived, and it rose to 112mg/dl when he was admitted. The customer stated having a mild seizure. Troubleshooting was performed. Reviewed the programming and prime technique and they were correct. The customer stated that the reservoir is showing the same amount of insulin that the status screen shows. The caller mentioned that the insulin pump was not exposed to an MRI. Assisted the customer to perform the self test and passed. Advised the caller to call back if issues persist. The customer's most recent glucose reading was 111mg/dl, and he was treated with glucose tablets. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.mfg. Report 1 of 2, medwatch report # 3004209178-2012-89047.mfg. Report 2 of 2, medwatch report # 3004209178-2012-89048.